Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history,device history record, documentation, instructions for use (IFU), specifications, trends, quality control was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: implant procedure: "inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. Inadequate overlap of the zenith spiral-z aaa iliac leg may result in increased risk of migration of the stent graft. Incorrect deployment or migration of the endoprosthesis may require surgical intervention... As the sheath and/or wire guide is withdrawn, anatomy and graft position may change. Constantly monitor graft position and perform angiography to check position as necessary." Contralateral iliac leg placement and deployment: " introduce the contralateral iliac leg delivery system into the artery. Advance slowly until at least one stent of the iliac leg graft overlaps within the main body and not past the radiopaque marker band positioned 30mm from the proximal end of the iliac leg graft inside the contralateral limb of the main body. If there is any tendency for the main body graft to move during this maneuver, hold it in position by stabilizing the gray positioner on the ipsilateral side. Confirm position of distal end of the iliac leg graft. Reposition the iliac leg graft if necessary to ensure internal iliac patency, a minimum overlap of one stent, and a maximum overlap of 30mm within the main body endovascular graft." The device history record was reviewed and no non-conformances were noted. According to the complaint information, the device was placed according to IFU on (B)(6) 2015. On (B)(6) 2015, it was seen that the contralateral leg was not placed within the contralateral limb of the distal body, resulting in a type iiia endoleak. On (B)(6) 2015, a second procedure was performed to bridge the contralateral leg and contralateral limb of the distal body in order to resolve the type iii endoleak. A g55231 zsle from lot 5196158 was used for the procedure with no complications, resolving the endoleak. The image review showed that the leg and the main body overlapped by 14.2 mm originally. However, the IFU states that at least one zsle stent must overlap with the main body, but maximum overlap must not be more than 30 mm. The drawing of the zsle shows that the first / proximal stent is 22 mm long. Therefore, the leg should have overlapped with the body between 22 and 30 mm instead of the 14.2 mm. This goes against the IFU and deployment instructions. The insignificant overlap was shown to be the major contributing factor in the type iiia endoleak occurrence. Therefore, the root cause is "product use or handling related - did not follow instructions / label" due to t the fact the overlap was significantly outside of what was stated in the IFU. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
Actual device was not returned. However, images were provided for evaluation. (B)(4). The event is currently under investigation.

Event description:
The device was placed in the patient according to the IFU (instructions for use) on 12aug2015. Per a computed tomography angiography on (B)(6) 2015, there was evidence that the contralateral leg was not placed within the contralateral limb of the distal body, resulting in a type iii endoleak. Additional information received on 05nov2015- an additional procedure was performed on (B)(6) 2015 to bridge the contralateral leg and contralateral limb of the distal body in order to resolve the type iii endoleak. A 13mm x 56mm iliac leg graft was used for the procedure. The procedure went as planned with no complications. The type iii endoleak was resolved.